Event description:
(B)(4). It was reported that post a stenting treatment procedure, angina occurred. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization. The 10mm x 3.5mm, 75% stenosed, target lesion was located in the proximal left anterior descending (lad) artery. The target lesion was treated with direct stent placement using a 3.50 x 12 mm taxus element stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2012, the patient presented due to stable angina. No treatment was provided.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).